Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient underwent total right knee arthroplasty due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2018, the patient underwent a right knee revision due to loosening of the tibial component. The surgeon reported the tibial component easily separated from the cement with no cement remaining on the implant. He offered no concerns related to the femoral component, though it was revised. The surgeon indicated the patella tracked well and was not revised. The patient was implanted with a competitor system and competitor bone cement. There were no complications to the procedure. Doi: (B)(6) 2016; dor: (B)(6) 2018; (rt knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.